Event description:
A surgeon reported following a glaucoma filtration device implant procedure, the device was clogged. The patient experienced postoperative hypotony. Approximately two weeks following implant, the patient's intraocular pressure (iop) increased and aqueous humor could not be confirmed flowing through the device. The device was then explanted and a trabeculectomy was performed.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information was requested and received. (B)(4).